Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that she experienced corneal ulcer on her right eye after wearing contact lens. Consumer sought medical attention and she was prescribed with moxifloxacin eye drops; one drops every 1-2 hrs. During day. The status of the consumer¿s eye is symptom continuing at the time of this report. Additional information has been requested but has yet to be received.

Event description:
As per follow-up information, the consumer's eye symptom was resolved.

Manufacturer narrative:
B5.: new information has been received and the additional information has been updated. H.3., h.6.: the lot number was provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).